Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00958 / 00960).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain. Patient's legal counsel further alleges that during revision it was noted that fluid was present along with a displaced fracture of the greater trochanter. The acetabular cup, modular head and taper insert were alleged to have been removed and replaced with competitor acetabular components and a biomet head. A review of invoice history confirmed the primary and revision procedure dates and that a biomet head was implanted during the (B)(6) 2012 revision procedure. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.